Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device did not turn. There was a five minute delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was hard to turn and made a grinding noise. Therefore, the reported condition was confirmed. It was determined that the device would not hold the smallest diameter wire. The assignable root cause was determined to be due to normal wear on mechanical components from repeated use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.